Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, information was received from an healthcare professional (hcp) and a manufacturer representative (rep) regarding a patient receiving morphine, bupivacaine and dilaudid via an implantable pump for non-malignant pain. It was reported the patient was admitted to the hospital on (B)(6) 2021 for back pain and had been receiving systemic dilaudid. On (B)(6) 2021, the patient was transferred to another hospital for a pump refill then was sent back to the first hospital. Over the weekend, the patient had symptoms of overdose following the refill. They were moved from a floor roomto ICU due to altered mental status and respiratory distress. Symptoms of "somnolent but arousable" was also reported. A rep was called to help with pump programming and to decrease the rate of the pump. Upon interrogation of the pump and logs, it was found that prior to the pump refill, the pump had been empty since (B)(6) 2021 and a critical alarm had occurred. They noted at this time the pump currently had bupivacaine and morphine. The daily dose was decreased 50% per hcp request. It was unknown if the issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2021-jan-19, additional information was received from the rep. The rep reported the cause of the pump not being refilled prior to going empty was due to the patient missing scheduled refill.